Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 12/04/2015. The product associated with this event remains implanted, and thus is not available for evaluation. The reporter of the event was asked to provide the serial number or catalog of the device. To date, this information has not been received by apollo. Without the device or further device information, the taper type associated with this event cannot be determined. The reporter of this event was a family member of the patient. Further information regarding implant date, date the event was first noticed, device serial, diagnostic testing, and patient information has been requested of the initial reporter. To date, apollo has not received further information, or been able to confirm these events with the patient's physician. Device labeling addresses possible outcomes of erosion as follows: adverse events: there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Reoperation to remove the device is required. Precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Anti-inflammatory agents, such as aspirin and nonsteroidal anti-inflammatory drugs (nsaids), may irritate the stomach and should be used with caution. The use of such medications may be associated with an increased risk of erosion. Insufficient weight loss may be caused by pouch enlargement or, more infrequently, band erosion in which case further inflation of the band would not be. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Caution: do not over-dissect the opening. Excessive dissection may result in movement or erosion of the band. Warning: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. : device remains implanted.

Event description:
Reported as: patient was implanted 7 or 8 years ago with the lap-band system as part of an (B)(6) clinical study. The patient's primary care physician contacted the implanting physician that the patient has an eroded lap-band and told the patient to contact the implanting physician for removal. The patient is living on fluids, is uncomfortable, and in pain. To date, there has been no report of an intervention performed or scheduled, and the device remains implanted.